Event description:
It was reported that pericardial effusion (pe), device migration, and explantation occurred. A left atrial appendage (laa) closure procedure was performed under fluoroscopy and transesophageal echocardiogram (tee) imaging. A versacross connect kit was selected for use for transseptal puncture. A 27mm watchman flx pro closure device and delivery system (wds) was implanted. The procedure was concluded. 10-15 minutes post procedure, a pericardial effusion was assumed and discovered, leading to a pericardiocentesis being performed where dull colored fluid of an unknown amount was removed. It was observed that the closure device began to shift from its original implanted position after the pe had seemed to slow. The physicians noted the closure device potentially caused a pe in the laa, and the pe may have caused a partial dislodgement of the closure device. The patient went into cardiac surgery, where a sternotomy was performed, the closure device explanted, and the laa ligated. The patient is set to be discharged over the next 5-7 days due to healing time required but is expected to fully recover.

Event description:
It was reported that pericardial effusion (pe), device migration, and explantation occurred. A left atrial appendage (laa) closure procedure was performed under fluoroscopy and transesophageal echocardiogram (tee) imaging. A versacross connect kit was selected for use for transseptal puncture. A 27mm watchman flx pro closure device and delivery system (wds) was implanted. The procedure was concluded. 10-15 minutes post procedure, a pericardial effusion was assumed and discovered, leading to a pericardiocentesis being performed where dull colored fluid of an unknown amount was removed. It was observed that the closure device began to shift from its original implanted position after the pe had seemed to slow. The physicians noted the closure device potentially caused a pe in the laa, and the pe may have caused a partial dislodgement of the closure device. The patient went into cardiac surgery, where a sternotomy was performed, the closure device explanted, and the laa ligated. The patient is set to be discharged over the next 5-7 days due to healing time required but is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was retained by the customer; therefore, returned device analysis could not be completed. Media review: despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036949855. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift, pericardial effusion, (additional device required) and device explant (hospitalization). Risk review: a risk review was completed and confirmed that the events of implant movement/shift, pericardial effusion, and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.